Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer could not bolus via the tandem mobile application (app). The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer addressed elevated bg with a bolus via the pump. Tandem technical support assisted the customer and found that the app software was out of date and needed to be updated. Reportedly the customer updated the app and continued to use the pump for insulin therapy.